Manufacturer narrative:
The insulin pump was received with completely cracked and bleeding lcd glass, minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. Unable to perform idle current test, run current test, self test, off no power test, unexpected error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify motor error alarm, frozen screen, button keypad anomaly, time advance due to lcd damaged. Motor passed motor test.

Event description:
The customer reported via phone call that they received a motor error alarm and a motor position encoder error alarm. The customer's blood glucose was 150 mg/dl at the time of incident. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The insulin pump will be returned for analysis.